Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing resulting in storage of several ventricular tachycardia (vt) episodes and greater than two seconds of pacing inhibition. The oversensing was suspected to be potential farfield of atrial activity or noise. Boston scientific technical services (tg) discussed troubleshooting options. Programming changes were made and further troubleshooting was planned. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.